Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were not able to get any green lights on the telemetry portion of the monitor. Follow up with the clinic noted they have still not received any transmissions and it was unknown if this was a device or monitor issue. However, both products remain in use. No patient complications have been reported as a result of this event.